Event description:
It was reported intermittent occlusion alarms occurred. The stated 2 out of the 10 occlusions they had their blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed supplies and resumed insulin therapy.